Manufacturer narrative:
Zoll has not yet received the catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
An (B)(6) years old male patient was hospitalized and underwent treatment for hypothermia. An icy catheter was inserted into the left femoral vein on (B)(6) 2017 with the target temperature of 33 degrees celsius. After about an hour, with patient temperature of 34 degrees celsius, the nurse and the doctor noticed a fluid loss in the system. Fluid loss was compensated by new infusion solutions. The treatment was discontinued after 24 hours. There was no known patient consequence reported. Only one catheter was used during the treatment. However, the customer does not remember which catheter lot number was used. Customer provided two lot numbers for the catheters (lot 69144, MFR 3010617000-2017-01205 and lot 76616, MFR 3010617000-2017-01208).

Manufacturer narrative:
Evaluation of the returned catheter confirmed the customer reported complaint as a bond leak between the medial and proximal balloons. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint were a latent deformity in the bond, which resulted in eventual leak under pressure, or a bond delamination incurred during catheter placement. Visual inspection of the returned catheter was performed. No abnormalities with the catheter were seen. During functional testing, the catheter was connected to a pressurized inflation device. Capping the "out" luer and connecting the "in" luer to the pressure inflation device. Immediately upon pressurizing the catheter, a bond leak was noted between the medial and proximal balloons. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for zoll icy catheter with lot number 68922. Correction: lot# 68922